Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual and functional analysis were completed on the programmer.no damage was observed in the visual analysis that would be grounds for failure or return. The baseline was completed, where the unit failed the evaluation due to a date/time discrepancy noted during testing. The files were extracted and analyzed, where the following error codes were documented and confirmed error code was not replicated during analysis. The file analysis and subsequent error code findings are not related to an unresponsive touchscreen. The programmer was disassembled to isolate the defective components in the associated assemblyand confirms a defective real time clock (rtc) battery attributed to the observed functional failure. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.

Event description:
It was reported that this integrated programmer displayed an error code message. Also, this programmer freezes at a time and has issue interrogating device. This programmer will be returned. No adverse patient effects were reported.